Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer advised that her blood glucose is running high. She advised that she does not think the pump is delivering insulin properly. She advised her pump history accurately reflects how much insulin she has programmed in the pump but she does not believe it is delivering it properly and that is causing her blood glucose to be high. No adverse event alleged. A request was made for the return of the device.